Event description:
It was reported that the patient had an infection in november or december of 2020 so the inflatable penile prosthesis was removed. The patient had a new tactra penile prosthesis reimplanted with at a later date. No further complications.